Manufacturer narrative:
Device evaluated by manufacturer: "no" entered in error. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, the plug driver fractured while final tightening. The piece was removed and a back up driver was used in its place. No patient harm or other surgical effects were reported.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h4, h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during surgery, the plug driver fractured while final tightening. The piece was removed and a back up driver was used in its place. The reported complaint could not be verified. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture or stripping of the plug driver can often occur when the driver is over torqued or when force is applied off-axis.

Event description:
It was reported that during surgery, the plug driver fractured while final tightening. The piece was removed and a back up driver was used in its place. No patient harm or other surgical effects were reported.